Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the rui (remote user interface/joystick) was not working. The system would be effectively unusable. There is no report of injury or death associated with this event.